Manufacturer narrative:
No end user information provided. The product was evaluated and repaired by an independent repair center.a follow up will be sent if additional information is received.

Event description:
Dealer states the unit does not charge.